Event description:
Patient presented to the physician with movement and flipping of the ipg within the pocket, causing stimulation lead tethering, discomfort, and swelling at the neck incision site down to the chest. Physician brought the patient into the or, explanted the entire inspire system, irrigated the ipg pocket with antibiotic solution, and closed.